Manufacturer narrative:
The device was not returned for evaluation. X-rays were provided which seems to indicate that the lack of occlusion on one side and the change to the original restoration made in 2011 may have caused bone resorption which caused implant mobility which led to the implant fracture eventually.

Event description:
Two implants are fractured on #6, #8. Both were implanted on (B)(6) 2011.